Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that while in use in a patient a cs300 intra-aortic balloon pump (iabp) shutdown. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that while in use in a patient a cs300 intra-aortic balloon pump (iabp) shutdown. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the iabp unit in question is coming out of clinical service permanently and is being replaced by a cardiosave unit. No further investigation is required. H3 other text : not returned to manufacturer.